Event description:
A medtronic representative reported an open spine clamp that the site alleges is becoming loose. The device currently tightens down all the way, however, the site is requesting a replacement. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Suspect device has not been returned to manufacturer for further evaluation.

Manufacturer narrative:
(B)(4).